Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices in the work order were released in accordance with allergan procedures and no anomalies were found in the documents related to the reported event. According to the device analysis performed in the laboratory, the void on the valve side (textured side) was out of specification, which is not related to the reported complaint. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: opening crease sharp on anterior, observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side out specification (texture side). The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is an opening crease sharp on anterior due to fold flaw opening and voids on valve texture side area, assessed as a workmanship.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "betadine in the lumen" and crease/folding of implant.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.